Event description:
The reporter indicated that a normal mode test resulted in a dcdc code of 7, limit, high, and eri no, indicating a potential lead malfunction. The reporter further indicated that they did not verify a lead problem by running further testing because they were having problems with their programming system. Further follow-up revealed that the patient will be brought back in for additional testing. No clinical adverse events were reported. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device preformance.